Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that an unspecified product associated with insulin pump therapy was leaking. If product information is obtained, a supplemental report will be submitted. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the presence of air bubbles or a leak in the cartridge can result in under delivery.